Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the device has been programmed off since 2007 due to the patient not being able to cope with the mild side effects. It was reported that diagnostics were performed prior to the patient undergoing an meg and the device was programmed back off after the diagnostics were completed. Further follow-up revealed that device explant is being considered. No surgical intervention has been performed to date. No additional relevant information has been received to date.